Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site, performed calibration several times and found that the line is present during raw image but disappears during processing. He mentioned to them that since the line artifact started after the drop that they would need to pay for the replacement. Customer did not want to replace the skyplate since the artifact isn¿t showing post processing or on pacs. Finally, the system meets the specification for the performed service and is returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
It was reported that line artifacts appeared on the skyplate detector. Calibration performed several times. Line artifacts come back. A heavy drop was previously reported via remote alert. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4); the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.